Event description:
The customer reported that the insulin pump alarmed and was stuck in the prime loop. The blood glucose reading was 380mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.